Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/24/2018, that on approximately (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient stated the skin reaction was caused by the sensor adhesive. Patient went to an endocrinologist for treatment and was prescribed betamethasone dipropionate 0.05% and clobetasol propionate 0.05% creams. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was still experiencing symptoms. No additional event or patient information is available.